Event description:
It was reported that during a stent graft procedure, the stent was allegedly partially deployed and difficult to remove. It was further reported that slits appeared on both the delivery system and outer sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and the returned sample analysis could not be performed. The system was flushed, and appropriate introducer sheath was used. Based on the images provided by the user a 'partial deployment' is confirmed as well as the cascading event 'fracture of the outer sheath. The issue 'difficult to remove' is closed with inconclusive result. A definite root cause for the events could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." 'The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. The instructions for use state: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. Regarding the precautions, the instructions for use state: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. H10: b5, d4 (expiry date: 06/2023), g3, h6 (device, method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during a stent graft procedure, the stent was allegedly partially deployed. It was further reported that slits appeared on both the delivery system and outer sheath. The procedure was completed by using another device. There was no reported patient injury.